Event description:
Baxter (B)(4) received a report that one (1) folfusor device did not flow during patient use. The device was filled with chemotherapy medication, and when the patient returned to the hospital the device reportedly had not infused. There was no report of patient injury or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.the sample is unavailable and will not be returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.